Event description:
It was reported the pic ix stopped an alarm with no intervention from the staff. The customer indicated a ventricular tachycardia alarm was generated at the bedside monitor and the central station; however, the alarm stopped at the central station without human intervention. A review of the clinical audit logs was performed by the remote service engineer revealed a yellow alarm for ventricular tachycardia was generated at the bedside monitor and the central station. The yellow alarm stopped one second later as a red alarm for ventricular tachycardia was generated, which superseded the yellow alarm. The alarm was acknowledged at the central station. One second later, the ventricular tachycardia stopped so the alarm stopped as well. It remains unclear whether there was any impact to the patient.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Manufacturer narrative:
A philips remote support engineer (rse) provided customer support. The rse stated that they are seeing a yellow alarm of non-sustained ventricular tachycardia (vt) generated at 01:07min 33sec and that generated a yellow alarm at the level of the central station at 01:07min and 36 seconds. The yellow alarm stopped a second later because a red alarm of vt. A red alarm of vt was generated at 01:07min and 34 seconds, and a red alarm was emitted on the central station around 01:07min and 37 seconds. An acknowledgement was performed at 01:07min 41 seconds at the level of the central station. Since the alarm condition was finished at 01:07min and 42 seconds, the audio alarms stopped at that moment. A philips product support engineer (pse) reviewed the provided information and confirmed the investigation result provided by the rse, for the provided clinical audit log picture. In addition, the alarm was silenced at the pic ix host cardioa. Based on the available information provided, it was confirmed that the piic ix was functioning as specified/configured. The non-sustained vt yellow alarm stopped due to a red alarm of vt being generated, and the alarm was acknowledged at the piic ix.